Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and a breached depression, and the lead was stretched.

Event description:
It was reported that the lead had unacceptable thresholds. It was further reported that the lead was damaged during explant. The lead was capped and replaced. No patient complications have been reported as a result of this event.